Event description:
It was reported the patient's scs system's stimulation is auto reducing. A sjm representative met with the patient but was unable to resolve the issue with reprogramming of the patient's scs system. The representative observed the patient's scs lead has multiple contacts which have high impedances. Surgical intervention is planned for a later date to address the issue.

Event description:
Follow-up identified the patient's scs lead was explanted and replaced. Additional follow-up identified the patient's scs system was turned on and the patient reported receiving effective stimulation therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.